Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter (B)(4) reported that a customer contacted baxter?s technical service center to report receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 6 of 7. The home patient (hp) stated she had disconnected to use the washroom and then re-connected to the hc before the alarm occurred. The technical service representative (tsr) had the hp cycler power, and disconnect to remove the cassette from the hc to discard the supplies. No patient injury or medical intervention was indicated in the initial report. No further information is available.